Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted the right partial nephrectomy surgical procedure, the camera sheath shredded, and a piece was hanging. The customer was unable to access the sheath initially due to the clap time. The customer performed an x-ray, and it was confirmed that there were no fragments in the patient. The procedure was completed with no reported injury.